Event description:
The device was returned for the analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type: ngp. Customer returned pump for an alleged audio/keypad, delivery anomaly and failed battery test on (B)(6) 2022. The unit p-cap / test reservoir locked in place properly. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. All currents within spec range. Adjusted the audio options audio volume 1-5 and each setting functioned properly. The pump was monitored and no keypad anomaly, failed battery alarm or no delivery alarm noted during testing. Successfully downloaded history files and traces using thus software. However, failed batt test (58) was found in history file on (B)(6) 2022 05:47:05.000. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and battery tube assembly noted. The pump uploaded to care link pro without any errors. Minor scratches on lcd window and case noted. In summary, customer alleged audio/keypad, delivery anomaly and failed battery test not confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Medical device problem code has been updated and provided with this report in section h6.

Event description:
Information received by medtronic indicated the customer reported insulin pump rejected new batteries. Insulin pump's buttons were stick sometimes. Insulin pump had false or unexplainable no delivery alarms and low battery alert or low reservoir. Customer stated insulin pump did not give an alert. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.